Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported a lead alert occurred due to high impedance on the right ventricular high voltage coil of the lead. The lead remains in use and a lead revision will be performed. No patient complications have been reported as a result of this event.